Event description:
It was reported that during a mitral valve replacement and atrial fibrillation surgery, the cardioblate lp device was involved in an alleged product issue where the bipolar forceps continued to give a high impedance alarm, preventing the continuation of the surgery. Troubleshooting steps included observing saline flushing to maintain water flow, changing the position, and checking the water outlet, but the high impedance alarm persisted. The operation could not continue until the forceps were replaced with new ablation forceps, after which the surgery was successfully completed. No patient complications have been reported as a result of this event. Medtronic received additional information that the number of times the device reported high impedance was not calculated, after assessed that it affected the surgery, then it was replaced. The operator was experienced with use of the device. It was confirmed that 0.9% saline was used. A pre-test was completed successfully. The high impedance alarm continued to occur during the ablation cycle. The surgeon verified that the tissue was routine patient tissue thickness. It was a routine surgical procedure. The device was unpacked and placed on the table when ready to use. Excessive pressure was not placed on the pen while ablating. Medtronic received additional information via analysis of the returned device that there was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. Note: there was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the flow restrictor is blocked by a rust-like fm. The event description indicated that there was saline flow. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.